Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. On (B)(6) 2009, the patient experienced positive stress test. During the index, the physician deployed a 3.0x12mm taxus liberte stent in the proximal rca. Post-procedure angiography revealed a 9% final residual stenosis. Timi flow of 3. The patient received a peri-procedural loading dose of study medication, "clopidogrel 600mg and began 75mg clopidogrel dial dosing and aspirin 325mg daily dosing." One day later, the patient was discharged. On (B)(6) 2010, the patient experienced cardiac chest pain and underwent a percutaneous coronary intervention. Angiography was performed demonstrating 85% stenosis in the ostium of the rca. The physician deployed a 3.0x12mm promus stent in the rca. The cardiac chest pain event was resolved. The patient was discharged on aspirin and plavix. The patient was scheduled for follow-up in the next few weeks.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).